Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: provided event log file revealed a controller reset which resulted in a no data transmission between the controller and the lvad. The reported event of the system controller being dropped and briefly alarming and not displaying pump parameters can be confirmed based on the data recorded in the provided controller event log file. The event log file contained data recorded from november 9 (13:15) to november 10 (9:49), 2022. The data captured on november 10 at 7:32 revealed the system maintained the set speed while powered by an mpu. The next entry, recorded at 7:58 suggested that there was a controller reset with all pump parameters recorded at 0. The next entry, recorded at 7:59 revealed normal system operation with no active alarms which continued to the end of the log file. The periodic log file contained events recorded from october 30 to november 10, 2022. The recorded data did not add any new information regarding the reported event. The submitted pump log files (event and periodic) were also reviewed. The data contained in the pump log files suggested that the pump operation was not affected during the controller reset and the pump continued to operate. The returned system controller, serial number hsc-(B)(6) , was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed, and the system controller passed all test steps. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. The system controller was disassembled, and visual inspection of the internal parts was unremarkable. The data log files were successfully retrieved, and the recorded data did not add any new information regarding the reported event. A specific root cause for the system controller reset which resulted in a compromised data transmission between the controller and the lvad was not able to be determined. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D) under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (rev. D) under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: all connections were secure at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller fell onto the floor and briefly alarmed with a continuous tone alarm upon impact. The controller also would not display pump parameters at the time of the event. The issue self-resolved, however, no alarms were seen in the controller's history. Log file analysis captured an event on (B)(6) 2022 where pump flow, speed and power, as well as pulsatility index (pi) all dropped to 0 in the absence of alarms. The patient reportedly felt dizzy but otherwise had no change to their clinical status when the pump's parameters dropped to 0. Additionally, multiple pi events were captured throughout the log file. The patient was stable. Related pump MFR #: 2916596-2022-15144.